Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the top button of the menu scroll was unresponsive. Customer stated that insulin pump had unexplained no delivery alarms, had s mall crack on the bottom side and had auto off alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked case from display window corner, broken belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).